Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and vacuum pump were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a smoke or haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Correction from ¿the catalytic converter and vacuum pump were replaced to resolve the issue¿ to ¿the catalytic converter and vacuum pump exhaust filter were replaced to resolve the issue.¿ asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed from july 2017 to january 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter did not exhibit any smoke or mist. The reason for return of the catalytic converter was not confirmed. The vacuum pump exhaust filter was returned and tested. The vacuum pump exhaust filter exhibited smoke, mist and vapor while running a test cycle. The reason for the return of the vacuum pump exhaust filter was confirmed. The assignable cause of the smoke/haze issue is the catalytic converter and vacuum pump exhaust filter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.